Event description:
It was reported that a computed tomography (CT) angiography showed nonocclusive thrombus tracking along the wall of the left ventricular assist device (lvad) outflow tract. At most, this narrowed the lumen by 50%. Nothing concerning was seen upon interrogation. Log files were sent for review. The event log captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. Flow was stable and pulsatility index (pi) values were variable throughout the log despite what was found on the CT. There were no new changes to patient condition or anticoagulation status that may have contributed. There were no other symptoms except abdominal pain noted. No treatment was performed at the time. Further imaging and updated plan of care were awaited.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.